Event description:
It was reported that during testing before surgery, the handpiece was getting stuck, which has the potential to cause run-on. There were no adverse consequences reported with this event.

Event description:
It was reported that during testing before surgery, the handpiece was getting stuck; this refers to a loss of function. There were no adverse consequences reported with this event.